Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 1000 laser fiber was used in a procedure to treat bladder stones performed on (B)(6) 2021. The laser unit used was a lumenis laser console. During the procedure, the tip of the laser fiber fell off upon insertion. The procedure was completed with another flexiva 1000 laser fiber. There were no patient complications reported as a result of this event.